Event description:
"Rvtip/rvcoil impedance is chronically low a using it to bounce below the 200 ohms low impedance threshold at times." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).